Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump had no audible tones. The vibratory function was reported to be functional. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged auditory tone issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/26/2013.device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: on investigation there was auditory sound during start up. Investigation was able to confirm or duplicate the complaint of unresponsive audio tones. Unrelated to the complaint, the battery compartment is cracked at opening of battery chamber and has a crack below the finger pad extending to the primary seal. During investigation there was evidence of moisture ingress and corrosion visible inside the battery compartment. The pump was opened to check for moisture damage. There was no evidence of moisture residue found on any of the internal components or printed circuit boards.